Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 25, 2016. (B)(4).

Event description:
Information provided by a health care worker indicated that an aquacel ag dressing was noted to have a small hole in the outer part of the dressing and bubbling. There is no other information available at this time.

Manufacturer narrative:
Information was received from the customer on june 06, 2016 stating that, "there was never a hole in the dressing, or a popped bubble...always bubble was closed, but ballooned up". This information was further evaluated and deemed to alter the reportability of the event to non-reportable and this complaint will be closed.(B)(4).